Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when powering out one of the locking screws, the screwdriver tip broke off in the patient. I cannot provide any of the patient information, but I was able to retrieve the instrument and broken tip portion. We swapped to a new screwdriver bit and removed the screw successfully".

Manufacturer narrative:
The reported event that screwdriver bit t15, ao fitting was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much mechanical torsional force which had been applied during screw removal. The device inspection revealed the following: the returned screwdriver tip is indeed completely broken off. Even some cracks on the small piece clearly indicate excessive force. The root cause of the failure was due to the fact that far too much mechanical torsional force had been applied during the attempt of the screw removal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "when powering out one of the locking screws, the screwdriver tip broke off in the patient. I cannot provide any of the patient information, but I was able to retrieve the instrument and broken tip portion. We swapped to a new screwdriver bit and removed the screw successfully".